Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient presented with significant difficulty working on the computer at work due to the brightness in both eyes approximately three weeks post lasik. The patient was noted to have transient light sensitivity syndrome. The topical steroid dosage was increased and will be used on a taper. The patient noted vision is great. Additional information received states the patient's symptoms have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.